Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+1.0/052 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to glare/halos. The cause of the event is reported as unknown. Reportedly, after implant, the patient felt uncomfortable with the glare when driving at night and so the icl was removed.